Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device longevity dropped from 7.2 years to 14 months over a period of three months, and continued to rapidly drop over the next two weeks. It was determined that the patient had been using an electronic reading tablet for approximately 4-5 hours a day, resting the tablet on their chest, which was triggering the magnet tone and leading to the rapid drop in longevity. The patient was advised to stop resting the tablet on their chest, and the longevity estimate would eventually recover. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.